Event description:
It was reported by the customer that they had a problem with the end cap on the single lumen PICC. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.